Event description:
The customer's blood glucose was unknown. It was reported that the customer's reservoir is chipped off at the top. The customer also stated that the rubber ring was starting to come out. The customer was unaware of how the damage occurred. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, cracked battery tube threads, broken reservoir tube lip and missing end cap sticker.